Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a celsius¿ electrophysiology catheter and a foreign material issue occurred. It was reported that the catheter tip, had a strange bulge. It looks like the typical glue, but much more. This was discovered prior to use. The location of the foreign material is between 2nd and 3rd pole from the distal end of the catheter. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a general inspection through the visual inspection. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the celsius¿ electrophysiology catheter. A manufacturing record evaluation was performed and no internal action related to the complaint was found during the review. The instructions for use contain the following warning stated in the instruction for use (IFU): do not use the catheter if the small vent area at the connector end of the handpiece is clogged, since air may be forced into the catheter lumen and into the bloodstream although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's ref. # (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Note: the date of event is unknown, as such, the event date has been populated with 1/1/2021. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a celsius¿ electrophysiology catheter and a foreign material issue occurred. It was reported that the catheter tip, had a strange bulge. It looks like the typical glue, but much more. This was discovered prior to use. The location of the foreign material is between 2nd and 3rd pole from the distal end of the catheter. The damage did not result in wires being exposed or any lifted or sharp rings. The catheter was changed and the procedure was successfully completed with no patient consequence.